Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, g4, g7, h2, h6, h10. The lot #3000271261 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii system (3.8mm) . Prepared according to the proper procedure, but the seal fell off when the delivery system was withdrawn from the loading device. A seal was left in the delivery system. The seal was not inside the tube and was not delivered to the aorta. A new hsiii was issued and the operation was completed. The patient had no health hazards.

Manufacturer narrative:
Trackwise ID (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device discarded.